Event description:
Patient called because their meter would not power on. Patient was feeling weak and shaky. Patient ate food and/or drank a beverage. Patient visited their md 2hrs later. Doctor's meter read 34mg/dl. Patient did not receive any treatment in the hospital. Customer service rep had the patient insert the test strip with the contact bars end first and facing up, or press m button and the meter still does not power on. Customer service also had patient check that the batteries are good and they are correctly installed (positive + side up), and meter still does not power on. Customer service was unable to resolve the issue and sent patient a new meter.